Manufacturer narrative:
Product analysis: analysis was able to confirm that an error code was encountered upon startup of the programmer but was unable to confirm that there were tactile problems with the touch screen. Analysis also noted that the cooling fan was noisy, the left keyboard hinge was broken, a handle (hardware) update was required, and errors were found in the log file and software history many of which were link electronic module (lem) board related. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were tactile problems with the programmer touchscreen and it did not respond correctly to touch. It was also noted that an error code was encountered upon start up. The programmer was returned for service. There was no patient involvement.